Manufacturer narrative:
The reported complaint of the autopulse platform (serial # (B)(4)) displayed user advisory - "(ua41)" (patient temperature sensor failure) error message was not confirmed during functional test but confirmed during archive data review. The returned autopulse platform performed as intended. Although, the ua 41 error message was not reproduced, the storage and shift check conditions are not known. Factors such as ambient storage condition (e.g., fire truck in sun) or soft surface that may block air vents or faulty temperature sensor or power distribution board are known to cause ua 41 error messages in rare cases. No physical damage was observed on the returned autopulse platform during visual inspection. During archive data review, multiple ua41 were recorded on the reported event date. Thus, confirming the reported complaint. As precautionary measure, the temperature sensor cable and power distribution board (pdb) were replaced to avoid the occurrence of ua41 error message. After service completion, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error.

Event description:
During shift check, customer reported that a hygiene barrier was placed onto the autopulse platform (serial #(B)(4)) and it displayed a user advisory - "(ua) 41" (patient temperature sensor failure) error message upon powering on. Error message "ua 41" appears to be intermittent. The crew removed the hygiene barrier, autopulse lifeband and the autopulse battery. The battery and lifeband were replaced but still it exhibited ua41. It is unknown of device storage's condition. No patient involvement.